Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker-dependent patient presented via remote transmission with an alert for low, out of range pacing lead impedance. Programming changes were discussed.

Event description:
New information received notes that the patient received a new lead. The patient was fine and will continue to be monitored.